Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during impella cp support, there was a leak at the yellow luer connection. The cassette was changed twice followed by the de-air procedure, however the leak continued. The nurse was instructed to perform a purge system bypass to resolve the issue. Additionally, it was reported that the patient experienced bleeding at the impella access site, and as a result heparin was withheld until hemostasis was achieved.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.